Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl for an undisclosed time wearing the pod. The reporter stated that the controller stopped working and they could not get the app working because there was a problem with their apple account. On (B)(6) 2025, the patient went to the hospital to seek medical attention because they were unable to receive treatment due to the issue. The patient was experiencing shortness of breath and was feeling fatigue. The patient was diagnosed with ketoacidosis and was treated with insulin and fluids. At the time of this report, the patient was still hospitalized. Further details about treatment and a discharge date are not known.